Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: hwc. One patient for this complaint event, no additional information was given. Mean age was 77.25 years: range, 50-99 years. Sex: male: 67 patients, female: 156 patients. Event date: (B)(6) 2013 post-operative x-rays: dates of all patients unknown: known dates of x-rays: medial perforation without loss of reduction: 2 mos. Post op., varus cut out treated with conversion to total hip arthroplasty: 4 mos. Post op., lateral migration of blade: 3.5 mos. Post op., and shaft fracture, revision with liss plate: 6 mos. Post op. The device was not returned for evaluation, no conclusions can be drawn.

Event description:
Journal article received: mechanical complications of intertrochanteric hip fractures treated with trochchanteric femoral nails. Authors: liu md, wanjun. Zhou md, dongsheng. Liu md phd, fang. Weaver md, michael j. Vrahas md, mark s.: the journal of trauma and acute care surgery. 75(2):304-10, 2013 august. Synthes is mentioned in the article. Please see attached article. This study is an evaluation on initial post-operative films for the tfn system for intertrochanteric hip fractures treated with this device. A retrospective review was conducted on 223 intertrochanteric hip fractures. It was reported 21 patients had excessive lateral migration of the helical blade, 15 patients had blade migration: 7 patients had cutout and 8 patients with medial perforation without loss of reduction. Three patients sustained femoral shaft fracture at the tip of the nail. Patients who had revision operations: 7 patients with blade migration, 1 patient with medial perforation, 3 patients with fractures, 1 patient with fractured rods, and 1 patient with excessive blade migration had the blade removed due to pain from prominence. This complaint is on the blade: 1 patient had fractured rod and the patient was treated with orif with a 95 degree blade plate. This is 2 of 2 reports for complaint (B)(4).